Event description:
It was reported that the pump kept sounding an alarm. The pump was turned off and on, would run again and alarm would sound with pressure increasing. Staff notified rep who told them to shut pump down immediately and change out tubing and replace the pump and tubing. It was at that time the patient was observed to have possibly developed extravasation of the leg. The case was stopped at that time. Patient was admitted for observation. Knee scope.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Facility has not released the device.

Manufacturer narrative:
The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The original tubing was not returned. The returned ar-6480 pump was run with lab tubing set at varying pressures. Then the outflow tubing was clamped off and as expected per the instructions for use, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. Complaint not confirmed. The evaluation did not reveal anything relevant to the event. The pump alarm system operated as designed. However, the most likely cause of the event is as reported that the operator chose to turn the pump off and on, would run again and the alarm would sound with pressure increasing each time. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.